Event description:
It was reported to philips that the customer accidentally dropped their device from an undisclosed height, and it sustained damage to the measurement panel. There was no reported patient involvement/adverse patient impact.